Event description:
Information received from the field does not address the patient's clinical status but notes that loss of ventricular capture was seen one day post implant. Lead impedance was 283 ohms and dislodgement was suspected. The physician repositioned the lead.